Event description:
It was reported that during an interventional procedure in a 100% stenosed, concentric, heavily tortuous, heavily calcified, de novo lesion in the proximal right coronary artery the mini trek rx 1.2 x 6 mm device was advanced to the lesion and ruptured on the first inflation to 6 atmospheres. The device was removed from the patient anatomy and a nc trek 2.5 x 12 mm device was advanced and ruptured on the first inflation to 8 atmospheres. The device was removed from the patient anatomy and a nc trek 4.0 x 15 mm device was advanced to the lesion and ruptured on the first inflation to 8 atmospheres. The device was removed from the patient anatomy. All three devices met resistance when advancing through the lesion and when removing from the lesion. A xience v 3.5 x 15 mm stent was implanted at the lesion, post dilatation was performed and the procedure was successfully completed. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.2x6 rx mini trek and the 2.5x12 nc trek referenced are being filed under separate medwatch reports. Guide wire: runthrough, guide cath: heartrail ii jr4. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.